Event description:
This is a spontaneous case from the USA ((B)(4)). The below narrative includes an initial report plus subsequent follow-up info received within the deadline for submission. An office manager reported that a (B)(4) female pt used hyalgan for bilateral osteoarthritis of the knees. Relevant medical history includes bilateral osteoarthritis of knees, hypertension, gastrointestinal problems including diverticulitis, chronic atrial fibrillation, sick sinus syndrome, hyperlipidemia, anxiety, depression, spinal stenosis of lumbar region, obesity, non-drinker, former smoker and a history of falls onto the knees. Surgical history includes colectomy, carpal tunnel release, pr lap, cholecystectomy, tah and bso, hernia repair incisional, hysterectomy, permanent pacemaker placement, and eus. Concomitant medications include elavil, lotensin, celexa, cardizem cd, cardura, lasix, neurontin, risperdal, zocor, betaspace, desyrel, ambien, lamictal, and lorazepam. Relevant tests/laboratory data include aspiration of 100cc of cloudy yellow fluid from right knee which showed laboratory results of 50,000 white blood cells, and 87% pmns. On (B)(6) 2014 at 1607 ed triage vitals of bp 151/77 mmhg, heart rate 86, respiratory rate 18, temp 98.2f (36.8 c) spo2 95%, and a pain rating of 10. On (B)(6) 2014 ed physical exam included: cardiovascular- normal rate, irregular rhythm and normal heart sounds, musculoskeletal- no redness or warmth to right knee but swollen and severe pain to any motion, pulse intact. On (B)(6)2014 labs reviewed included cbc w/diff- 1.2ul, bmp- 108mg/dl, c-reactive protein- 8.08mg/dl, rbc 1100ul, and wbc 49830ul. On (B)(6)2014 and (B)(6)2015 radiographic eval of right knee showed moderate patellofemoral degenerative changes. On (B)(6)2014 the pt began injections of hyalgan of an unk dose for bilateral osteoarthritis of the knees with the first injection of hyalgan into the right knee. On (B)(6) 2014 the pt received an injection of hyalgan into the left knee. On (B)(6) 2014 the pt received a hyalgan injection in the right knee and had some swelling; 33cc was aspirated from the right knee. On (B)(6) 2014 the pt received a hyalgan injection in the left knee. On (B)(6) 2014 the pt received a hyalgan injection in the right knee and complained that the swelling and pain in the right knee had been "worse the past few days". On (B)(6) 2014 the pt received an injection of hyalgan in the left knee. On (B)(6) 2014 the pt presented to the emergency room with increased swelling and severe pain with a rating of 10 out of 10 that "makes it impossible for her to walk or even bend knee despite pain pills at home". Degree of pain prior to hyalgan was a 7 out of 10. On (B)(6)2014 the pt was admitted to the hospital for right knee septic arthritis and was put under general tracheal anesthesia for a right knee irrigation and débridement, right knee extensive synovectomy, and right knee deep culture and biopsy. Aspiration of the right knee was performed and 100cc of cloudy yellow fluid was collected and subsequently tested. Laboratory results from the fluid showed white blood cell count of 50,000 and 87% pmss. A hemovac drain was placed and the pt was placed on IV antibiotics. On an unk date the pt was discharged from the hospital. On (B)(6) /2015 the pt reported that she was residing at a (B)(6) nursing facility and working with physical therapy and that her pain "continues to improve" though she was experiencing right ankle weakness. The physician noted in his assessment that the ankle weakness may be due to disuse and local inflammation surrounding her recent knee surgery. The pt was also receiving IV antibiotics for 3 weeks though her knee cultures were negative. On (B)(6)2015 the pt reported that her left knee was "okay", her right knee was still slightly sore. On (B)(6)2015 the pt reported she had a few sessions of physical therapy and the left knee was doing really well but the right knee still had pain. For hyalgan injection on (B)(6)2014 and (B)(6) /2014 the lot number and expiration date are 148020 and (B)(6) 2017, respectively. For hyalgan injection on (B)(6) 2014 the lot number and expiration date are 148300 and (B)(6) 2017, respectively. For hyalgan injection on (B)(6) 2014 the lot number and expiration date are 147700 and (B)(6) 2017, respectively. For hyalgan injection on (B)(6) /2014 the lot number and expiration date are 148300 and (B)(6) 2017, respectively. For hyalgan injection on (B)(6) 2014 the lot number and expiration date are 148500 and (B)(6) 2017, respectively. Follow-up received on (B)(6) 2015: office manager reported that the pt still complains about pain in her right knee, experiences no difference in outcome, and is still being monitored through office visits. The pt no longer experiences drainage from her right knee. Office manager noted that pt had knee problems prior to hyalgan injections. The pt discontinued hyalgan injections in (B)(6) 2014. As of (B)(6) 2015 the pt is no longer receiving hyalgan injections, but pain is ongoing. The outcome of right knee septic arthritis and right knee incision and drainage under general anesthesia is resolving.